Event description:
Patient initial implant on (B)(6) 2010 of a bifurcated device and two 34mm infrarenal aortic extensions. At initial implant patient's neck was shorter < 20 mm (actual size unknown). During a post-operative follow up the computed tomography scan revealed a proximal type I endoleak. Aneurysm neck dilated since the initial implant resulting in proximal type I endoleak. On (B)(6) 2012 the patient was treated with two 34 mm aortic extensions. Residual endoleak was noted when 34 mm suprarenal aortic extension was implanted followed by implant of palmaz balloon expandable stent. Another 34 mm infrarenal aortic extension was implanted along with two palmaz balloon expandable stents which slowed but did not completely resolve the endoleak. Patient tolerated the procedure well. Physician to observe the patient 30 days post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned.